Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Ischemia, stenosis and emergent or non-emergent coronary artery bypass graft surgery are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x23mm xience v stent referenced is filed under MFR report # 2024168-2016-02412.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary stenting procedure with implantation of a 3.0 x 23 mm xience v stent and a 3.5 x 15 mm xience v stent in the mid right coronary artery (rca). On (B)(6) 2011, the patient was rehospitalized with ischemia and coronary angiography noted in-stent restenosis of 90% in the mid rca. Coronary artery bypass grafting (CABG) was performed with the following vessels treated: left internal thoracic artery to distal left anterior descending (lad), aorta to posterior lateral and posterior descending arteries. No additional information was provided.